Event description:
Surgeon reported a diopter shift due to the implant appearing to bow significantly posteriorly, secondary to capsular fibrosis along the capsulorrhexis margin. Pt was referred to a corneal specialist and a lens replacement was performed.